Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have to recharge the unit every 24/35 hours and will work with an mdt rep on this.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they have to charge their implant just about every day. Patient stated that they charged their implant last night and the implant is already at 50%. Patient noted that they talked with their nurse practitioner on may 15th and were redirected to manufacturer if the charge issue persisted. Patient mentioned that they see and work with manufacturer representatives (reps). Patient noted that they should not have to charge every day or every other day. Agent reviewed that implant battery and charge frequency depend on the personal settings and usage of the device. Agent advised the patient to meet with the rep and have their implant and settings interrogated. Patient mentioned that they had their implant replaced due to ripping their lead and that was almost a year ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.